Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on radius side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ creases are observed. ¿ yellow particles in device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.